Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the evaluation of the returned device. Sections were updated. The subject device and the fragment were returned to olympus medical systems corp. (Omsc) for evaluation. There was buckling on the guide sheath. The distal end of the guide sheath was deformed. Also, the guide sheath was compressive buckling around the guide sheath stopper. The radiopaque tip showed that there was a deformation and there was a scratch inside. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the duplication test and similar cases in the past, the falling of the radiopaque tip might be caused by coming in contact between the radiopaque tip and the biopsy forceps while withdrawing the biopsy forceps with opened cups from the guide sheath. In addition, the buckling of the guide sheath might be caused by excessive load due to forcibly withdrawing the biopsy forceps from the guide sheath. The instruction manual of the subject device warns; do not withdraw the biopsy forceps from the guide sheath while the cups are open. If excessive resistance makes withdrawal difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal could damage the endoscope, the guide sheath, and/or biopsy forceps.

Manufacturer narrative:
The subject device and the fragment were returned to olympus medical systems corp. (Omsc) for evaluation. There was buckling on the guide sheath. The distal end of the guide sheath was deformed. Also, the guide sheath was compressive buckling around the guide sheath stopper. The radiopaque tip showed that there was a deformation and there was a scratch inside. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. The exact cause has been under investigation. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
The doctor could not withdraw the biopsy forceps from the guide sheath during an endobronchial ultrasonography with a guide sheath. Therefore, the doctor withdrew the subject device with the endoscope. The doctor completed the procedure with the subject device. After completing the procedure, the doctor confirmed that the radiopaque tip of the guide sheath was fallen off inside the patient. The fragment was retrieved from the patient.